Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer converted to laparoscopy. Afterwards, the customer powered down the system and reseated the fiber cables. The system powered back on. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to an improperly seated blue fiber cable connector. This issue can be resolved by reseating the blue fiber cable and power cycling the system, if necessary.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported to technical service engineer (tse) that repeated encountered repeated error 40019 faults. The onsite logs reflect the patient side cart (psc) fiber cable was not fully seated. The customer had power cycled the system three times; however, the issue persisted. Tse walked the customer through powering the system off and reseating the fiber cables to resolve the reported issue. The procedure was converted to laparoscopic surgery temporarily and then converted back to being completed robotically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: intuitive surgical inc. Representative confirmed that the procedure was converted to laparoscopic for awhile and done this way; however, after troubleshooting the issue was resolved and the procedure then went back to robotically being completed from laparoscopic. No additional ports were added and no increase in incisions were made. No patient injury or harm occurred as a result of the conversions.